Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704 trade name: gentamicin sulphate active ingredient(s): gentamicin sulphate dosage form: powder strength: 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 1x packet of smartset cement which ttsh has purchased from us contained many small black fragments in the bottle of liquid. No patient consequence was reported.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 3095040, and lot 9880605, no non-conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b3, b5, d4 (lot), h4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Can you please provide the details that what kind of small black fragments are present in the bottle? -unable to pinpoint the source of the small black fragments. B. Please provide the details if the surgery occurred: -scrub nurse was about to mix the smartset ghv to be used for implanting in a tkr case and noticed the black fragments upon pouring the liquid. C. Is the surgery successful or not? Yes, successful.